Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported headset was wet and the cannula was not inserted correctly in his body. No adverse event reported. Infusion set has been discarded; no product will be returned.